Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The functional test during the pd evaluation has shown that the device still can be locked. Because of the damage, the complaint relevant dimensions can not be checked for dimensional accuracy of the valid manufacturing specifications. The product went to product development for evaluation: the device was received by pdc on (B)(4) 2013. The functional test has shown that the device could be locked. The investigation on the locking feature showed a single deformation which could have influencing the locking function performance, because the deformation seamed to have tilted the locking feature in the locking housing. The implant is manufactured to the device specifications. There is no evidence that suggest a manufacturing issue, injection molding which led to the device failure. The current overall device failure rate is 0.17 percent and is within the excepted occurrence level. The root cause of the device failure is inconclusive. A possible handling error by the user can not be excluded.

Event description:
During a mitral valve replacement surgery, the surgeon noted that right after squeezing and cutting the zipfix implant, the implant popped open. The original implant was removed and another reinserted with no issues. Reportedly this event caused no additional time to the procedure or adverse effect to the patient. This is 1 of 1 report for (B)(4).